Manufacturer narrative:
Pump s/n:(B)(4) was received and evaluated. During evaluation it was noticed that the gearbox, rotor assembly and ultrasonic sensor were damaged. The damaged parts were replaced. The pump was retested and passed all functional tests. Service history record was reviewed, this device was manufactured in 2015. This is the first time this device has been returned for service. The reported event was determined to be caused by customer mishandling of the device. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that the device gives too much feed.